Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While rewinding the combo piston rod, the piston rod stopped and the insulin pump display went blank without any error or warning message. No adverse event reported. A request was made for the return of the device, replacement sent.